Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was explanted due to superior vena cava syndrome. It is not expected to receive the product for analysis since it was retained by the explanting hospital. Should additional information be received, this file will be updated.